Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. International UDI: (B)(4). The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the power switch overlay and top cover the issue was resolved.

Event description:
It was reported that the unit had an light emitting diode (led) failure and cracks in the top cover of the enclosure. There was no patient involvement. The event date was not specified; estimate used.